Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 425 mg/dl. The customer was treated using a backup plan. The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose at time of incident was 425 mg/dl. The customer was advised the recurring no delivery alarms may be due to site, set or reservoir issues. Customer stated that they tried all remedies and do not want troubleshoot. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm during test noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.